Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the caller reported that the patient had turned therapy off and it was still shocking them, they were having constant shocks, it was not fun and it was getting worse. The caller said they have had no falls or traumas, no other medical tests or procedures. The caller conferenced the patient on the call and the patient said they had just emptied their bladder but even though they had a completely empty bladder they were still getting the shocking. It was a very uncomfortable sensation behind where the stimulator is located in their upper left buttock area and down their back not in their pelvic floor. The patient said they had been trying to be in touch with their doctor but they had not gotten a call back. Reviewed the option to seek support from another doctor or seek other medical attention. Offered and sent listings. Offered to assist to confirm therapy was off and when the patient synched to the ins they confirmed therapy was off. The patient said the shocking continued to happen. The agent reviewed the option to change programs and turn therapy back on at a very low level to see if that would help and after changing programs and turning therapy on the patient confirmed they no longer felt anythi ng and it felt much better on a new program at 0.1 and 0.2. The patient was redirected to their healthcare provider to further address the issue.". An additional caller reported the patient was complaining of the ins shocking them at the left side, hip area, where the ins sits. The caller reported the patient had turned therapy off and the patient continued to feel the same shocking sensation. The caller reported the patient decreased to 0.1ma and the patient continued to feel the same shocking. The caller reported the patient was taking fentanyl to control the pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.